Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right s1 drg lead was exhibiting high impedances and unable to provide therapy. As such surgical intervention was undertaken wherein the right s1 lead was replaced and therapy restored.